Manufacturer narrative:
Corrected information was provided in d1 (brand name), and d4 (serial number). Upon review, the section d brand name and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
A seventy-one-year-old female patient initially supported with an impella cp device required escalation to impella 5.5 support. Following escalation, bleeding at the insertion site was observed, resulting in hypovolemia. The patient received blood transfusions and volume therapy. Suction events occurred and were resolved with fluid administration. Bleeding ceased after manual compression and pressure dressings to the insertion site. The field representative reported that anticoagulants were not started or stopped if already started. The patient continued on impella 5.5 support for recovery and was successfully weaned from the device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.